Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pacemaker (pm) was found to be in backup mode. Reprogramming was performed. Patient was discharged.